Manufacturer narrative:
The explanted system was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The system was not available for return.

Event description:
It was reported to nevro that a patient had acquired a staph infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The scs system was explanted. The patient was discharged and is recovering well from the procedure. The patient also expressed desire for future reimplantation.